Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the retainer ring that holds the reservoir in place had come loose. The customer's blood glucose was 14 mmol/l at the time of the incident. Customer also noticed crack at the battery compartment. The device will be replaced and customer will send the product back for analysis.

Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, cracked keypad overlay at select button, fading serial number label and scratched case.